Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin injection 1 gram once in five days intraperitoneally (duration not reported) and gentamycin injection 60 milligrams once daily intraperitoneally (duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient was recovered from the peritonitis event (previously the outcome was reported as the patient was recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.